Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake of the top housing. It was visually observed the weld was fractured.

Event description:
The user facility reported that the weld of the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed with no adverse consequences, no medical intervention and no delay.